Manufacturer narrative:
UDI: (B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
The valve was implanted to the patient via lp-shunt around (B)(6) 2017 with setting 150mmh2o. It was found that the lumbus catheter was separated due to a stenosis of the spinal canal. It was confirmed by CT. The subcutaneous storage occurred due to the separation. The revision surgery was performed on (B)(6) 2017. The patient has no primary disease. Csf protein: normal. No further information was provided by the hospital. The product will be returned to your site.

Manufacturer narrative:
It was initially reported that the device would be returned for evaluation. Multiple attempts to obtain the sample have not been successful. This report has been updated to reflect the corrected information. Complaint sample was not returned to codman and no lot number information has been provided; therefore, an evaluation of the device could not be performed and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.